Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced discomfort located at the ipg site. Surgical intervention was undertaken during which the ipg was relocated. Surgery addressed the issue.